Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.